Event description:
The customer reported via phone call experiencing high blood glucose levels and that the insulin pump alarmed no delivery. The customer's blood glucose was 600 mg/dl. The customer stated that the insulin pump had alarmed no delivery several times during bolus attempts. He stated that he had received no delivery alarms on a constant basis. He stated that sometimes the insulin pump would get stuck even after he disconnected and reconnected the tubing to the reservoir. He stated that he had received at least 10 no delivery alarms. He also noted that his infusion sets only lasted 2 days instead of the expected 3 days. His blood glucose at the time of the no delivery alarm was 296 mg/dl. His most recent blood glucose was 104 mg/dl. He was advised to change the entire infusion set. He declined to troubleshoot for the high blood glucose.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.